Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up. Upon examination, the electrocardiogram showed the patient's ventricular heart rate was at 50-60 beats per minute (bpm). The patient's lower rate limit for the pacemaker was 70 bpm. The patient was then brought to the emergency room for additional testing. A chest x-ray revealed that the right ventricular (rv) lead was dislodged. The physician determined that the dislodgement was caused by twiddler's syndrome. The lead was then explanted and replaced successfully. The patient was in stable condition